Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged filter getting black. The patient alleged having nerve damage and pain from radiation treatment. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging of nerve damage and pain from radiation treatment. The patient alleged filter getting black. The device was returned to the manufacturer's quality product investigation laboratory for investigation. During the investigation, evidence of sound abatement foamdegradation was observed in the base unit. Manufacturer observed potentia water ingress in the blower box and bottom box contamination in the airpath. 3 errors were observed. Manufacturer can confirm the loudness of the device. Manufacturer also observed dust like contamination on iso port, ui panel, on top of the blower box and the blower motor. Black dust like contamination in the bottom of the enclosure. Potential mineral deposit spots on the bottom of the blower motor and the blower box indicating potential water ingress. Slight black contamination at the air outlet of the blower box. The device's event logs were downloaded and reviewed by the manufacturer. The manufacturer found three error codes. The manufacturer concludes that unable to directly address the symptoms outlined in the complaint. Confirmed that there was evidence of sound abatement foam degradation/breakdown observed in the base unit. Confirmed the presence of contamination in the airpath.